Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced cardiac tamponade that required pericardiocentesis. It was a first-time pulmonary vein isolation (pvi) case. When they were mapping in left atrium around right superior pulmonary vein (rspv), the catheter jumped to the roof and the force was 20g, then it went out of the fam. The physician pulled the catheter back and continued to map and ablated the anterior side of the right pulmonary vein (rpv). Then, the physician checked the blood pressure, and it was 81/57. They could see the pericardial effusion on the ultrasound, and they applied ¿tamponade procedure¿. They drew 260ml of fluid and the bleeding stopped. Then, the case was terminated. The patient fully recovered. The physician's opinion on the cause of the adverse event was the procedure. Ablation was performed prior to noting the pericardial effusion. No steam pop was evident. No error messages were observed on biosense webster equipment during the procedure. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31313679l and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced cardiac tamponade that required pericardiocentesis. It was a first-time pulmonary vein isolation (pvi) case. When they were mapping in left atrium around right superior pulmonary vein (rspv), the catheter jumped to the roof and the force was 20g, then it went out of the fam. The physician pulled the catheter back and continued to map and ablated the anterior side of the right pulmonary vein (rpv). Then, the physician checked the blood pressure, and it was 81/57. They could see the pericardial effusion on the ultrasound, and they applied ¿tamponade procedure¿. They drew 260ml of fluid and the bleeding stopped. Then, the case was terminated. The patient fully recovered. The physician's opinion on the cause of the adverse event was the procedure. Ablation was performed prior to noting the pericardial effusion. No steam pop was evident. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).